Manufacturer narrative:
H4: the lot was manufactured between january 18-19, 2024. H11: the actual device was received for evaluation. Visual inspection was performed which noted there was fluid inside a bag that contained the sample which suggested a leak occurred. Further inspection revealed identified broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. There was no evidence of a rupture from the bladder. The reported condition was verified as a leaking tube. The cause of broken tubing is related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This was observed in the sealed overpouch prior to connecting the device to the patient. The device was filled with cefazolin (aft) 6000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.